Event description:
It was reported that during an open jejunoileal bypass, the firing trigger could not be grasped at all at the 1st firing. When the device intended to be released, the manual knife reverse switch did not function and the jaws were not opened though the firing trigger was grasped fully. After that, it was found that the cartridge protruded from the jaws. When the cartridge was tucked into the jaws with force, the jaws could be released. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? -jejunum. What color cartridge was being used? -white. What other color cartridges were used before and after this event? -the device was not used before and after this event. Was buttressing material utilized? -no. If so, which product? Was the instrument fired across or near an existing staple line or clip? -no. Were any unexpected noises heard? -no. If so, when? Is there any other additional information you would like to share about this device or procedure? -no.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with ecr60w cartridge reload present. The cartridge was received fully loaded with staples; the sled was notice advanced, but not in the lockout region. The device was tested for functionality in the articulated position with the returned cartridge reload. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional test. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.